Event description:
The customer reported that he has issues with the infusion sets and reservoir. It is stated that insulin is not exiting while priming. The customer has used four infusion sets and reservoirs. The blood glucose reading was 186 mg/dl. Assisted the customer with performing a manual prime and insulin exited the tubing the way it should. The customer has been experiencing high blood glucose readings. The customer treats the high blood glucose readings with a manual injection. It was also stated that the needle in the transfer guard were bent when they opened two of the reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.